Event description:
It was reported that the patient still present with an infection despite being on antibiotics for the past 6 months. It was reported that the surgeon has elected to go in and remove the remaining lead portion that was not previously explanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient underwent generator and lead explant due to infection. Op notes for the explant indicate that the generator was exposed to air along with a loop of the lead. It was reported that approximately 2x3 cm of skin was completely missing. It was noted that there was another area of skin that was very thin and potentially devascularized. Both generator and lead were explanted. The generator wound was debrided and copiously irrigated with bacitracin and the wound was closed. Clinic notes dated (B)(6) 2013 noted that the patient was on bactrin twice daily and that the wound has healed nicely with no open areas or effusion. The notes indicate that the patient will continue bactrim for another 8 weeks and then will be seen to discontinue the medication. The physician then plans to follow the patient for another 4-6 weeks without antibiotics before considering reimplant of a new generator and lead.

Event description:
Additional information was received that the patient who had previously been explanted has elected to not pursue reimplantation at this time. The patient seizures are doing better.